Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Multi system organ failure [multi-organ failure]. Case description: spontaneous report rec'd on 01/23/08 from a co rep regarding a male. The pt had severe burns that covered 64% body surface area. The pt rec'd 48 grafts in 2007, and then 130 grafts on the same day. The pt expired nine days later, due to multi system organ failure. The investigation summary was rec'd on 01/29/08: a thorough review of the batch records was completed. All records and testing were reviewed and found to be in good order. Cells were processed and tested according to our standard operation procedures.

Manufacturer narrative:
Evaluation summary: a thorough review of the batch records was completed. All records and testing were reviewed and found to be in good order. Cells were processed and tested according to our standard operating procedures.